Event description:
It was reported that increased threshold and decreased r-wave sensing were observed. X-ray was inconclusive. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.